Event description:
It was reported, during a lead revision procedure, the left ventricular (lv) lead perforated through the target vessel. The lv lead was explanted and not replaced. The patient was stable.